Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced multiple blood infections which prompted a heartmate ii to heartmate 3 exchange on (B)(6) 2025. A small amount of pus was found around the outflow graft and pump pocket. There was also a foul smell noted by the surgeon that came from the heartmate ii pump. The outflow graft and goretex were removed then the heartmate 3 was implanted. During the procedure, blood was found in the heartmate 3 system controller while the ventricular assist device coordinator was going to place the emergency backup battery (ebb). It was said the blood was in the ebb cavity despite the system controller being covered. The system controller was exchanged. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid in the system controller¿s backup battery compartment was confirmed via analysis of the returned controller. Visual inspection of the returned system controller (serial number: (B)(6) revealed a dried brown fluid contamination in the backup battery compartment and on the backup battery ribbon cable. The system controller was disassembled to inspect the internal components, and the contamination was also observed in the area surrounding the power cable connectors and the backup battery connector on the main printed circuit board. No damage to the components was observed due to the observed fluid contamination. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Review of the device history records revealed that the system controller was manufactured in accordance with manufacturing and quality assurance specifications. No issues or foreign contamination were identified during the inspection process of the assembled system controller. It should also be noted that the backup battery cover is securely screwed onto the system controller before the controller is then packaged. Therefore, the root cause of the contamination could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU (rev. D) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The heartmate 3 patient handbook (rev. A) and the heartmate 3 IFU (rev. D) caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 01may2025. Battery inspection data was reviewed for the 11v backup battery, serial number (B)(6), revealing that the battery passed all inspection testing. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that the cover was not removed prior to removing it to install the ebb at the end of the case.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.